Manufacturer narrative:
(B)(4). Results of eval: endoleak, surgical conversion. Pre-operatively ruptured aneurysm. Device was implanted for treatment of a pre-operatively ruptured aneurysm. Evaluation, conclusion: pre-operatively ruptured aneurysm. Device was implanted for treatment of a pre-operatively ruptured aneurysm.

Event description:
A talent stent graft system was implanted into a patient for the emergent endovascular treatment of a pre-operatively ruptured 11 cm diameter abdominal aortic aneurysm. The aortic neck was 23 - 24 mm in diameter, 30 - 35 mm in length, angulated 45 - 50 degrees, and had a shelf of calcium distally. The common iliac arteries were non-calcified and non-tortuous and were 21 - 22 mm in diameter on the right and 15 mm in diameter on the left. It was reported that the patient presented with a leaking native aorta/aneurysm, and a bifurcated stent graft (MFR report # 2953200-2011-01379), contralateral limb (MFR report # 2953200-2011-01380), and ipsilateral extension (MFR report # 2953200-2011-01381) were implanted. As the angiogram then showed what appeared to be a proximal type I endoleak, the physician elected to place an aneurx aortic cuff proximally (MFR report # 2953200-2011-01382); however, the same endoleak was still present. Although, a pigtail catheter was placed within the stent graft to shoot contrast, the type of endoleak could not identified. The physician elected to reline the ipsilateral limb with another limb (MFR report # 2953200-2011-01383), however, the endoleak was still present. The physician then converted the pt with a talent converter (MFR report #2953200-2011-01384), but again the same endoleak was still present. The physician then elected to convert the patient to open repair and sewed in a dacron graft. No additional clinical sequelae were reported, and the patient is fine. All the stent grafts were explanted, and all except the bifurcated stent graft were discarded.